Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was low impedance with confirmed insulation damage. It was further reported there was oversensing and noise was detected by compression on the device pocket. The lead was planed to be replaced however due to patient age and rare atrial pacing, the lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.